Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that a patient reported that they had stimulation turned off for 2 days and could still feel the stimulation sensation. Residual stimulation sensation was reported. The rep verified with the patient that the therapy was turned down and off. The patient reported to have a CT scan upcoming where the reason for the CT scan was unknown. It was reported that the rep saw the patient a week prior to report for reprogramming because they indicated that it had not been helping them since implant. Additional programs were given to the patient and it seemed to resolve not helping since implant issue. There was a report that the patient was not seen in the clinic and no troubleshooting was performed related to the residual stimulation. It was reported that the patient still felt it a very little bit, but it was still there. Relevant medical history includes spinal pain.